Manufacturer narrative:
Results - representative units were received for analysis. A review of the device history record revealed no discrepancies associated with this complaint. The representative units were visually inspected and functionally tested and the units met and performed within manufacturing specifications. Conclusions - although the defect was unable to be confirmed with the returned samples, a corrective action has been completed regarding needle/stylet separation which validated the crimping process and sensors were installed that will allow detection of air pressure on the general line. If air loss is detected the sensor will not allow the operator to continue with inadequate pressure. Sop's have been modified to define set-up requirements for a new window of parameters to ensure a good union between the needle and stylet assembly. The lot number reported was built prior to this corrective action.

Event description:
The needle separated from the stylet upon activation of the safety device.